Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored and all the operating currents tested within specification range. No unexpected low battery alarms noted. No cosmetic damage noted on the device. The battery icon functions properly. No moisture damage noted on the electronic assembly.

Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 129 mg/dl. There is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.